Manufacturer narrative:
Device passed displacement test and selftest. Device was monitored and functioning properly. No missing segments/partial display during testing. No battery cap crack/damage found during visual check. Device received with missing display window cover. Test reservoir lock properly inside the reservoir tube. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had partial display. There was a white line across the screen. No harm requiring medical intervention was reported. The device will be returned for analysis.